Manufacturer narrative:
(B)(6). The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with intraperitoneal meronem (2g, route, frequency and duration not reported) and intraperitoneal vancomycin (2g, route, frequency and duration not reported). The patient outcome was not reported. Extraneal therapy was ongoing. Additional information is not available.